Event description:
The user, a physician who is self-injecting testosterone, reported that he "experienced a reaction approx 1 day after injecting in hip." Reportedly, the user experienced chills/shaking and a lump at the injection site, but no fever was noted. Symptoms subsided after "a week or so" with no lasting side effects and no medical treatment was required.

Manufacturer narrative:
Results: is based upon assessment of user & drug ref info; based upon assessment of product samples and quality records. Follow-up communication with the user indicated that he felt the issue may have been related to the "mix" of oil and testosterone being used. Public ref info on injectable testosterone indicates that potential side effects include symptoms that are consistent with the user's report, such as allergic / hypersensitivity reactions, as well as inflammation and pain at the site of the intramuscular injection. In addition, the user confirmed that a separate needle was used to draw-up the medication, and then, a second needle was used for the injection. Identifies the needle that was used for the injection. However, both products were assessed during the investigation. The needle used only for aspiration of the medication was reported to be product code 448 with lot number ln1125. The reported reaction is most consistent with a side-effect of the medication, as stated by the reporting physician. Even though the investigation found no indication of any relationship to a device defect, this report is being submitted as a precautionary measure. The involved devices has been discarded after use, but unused samples were returned for evaluation. Although this product has been fully tested to assure biocompatibility according to iso 10993, the following biocompatibility tests (cytotoxicity, hemolysis, intracutaneous toxicity, acute systemic toxicity, pyrogenicity and sensitization (guinea pig maximization test) were repeated on samples from the reported lots as due diligence during the complaint investigation. The test results confirmed that all acceptance criteria were met (no evidence of toxicity or sensation). A review of the device history records for the reported lot dids not reveal any event-related abnormalities during MFR. The irradiation doses delivered were confirmed to have met the validated specification for attaining the proper sterility assurance level. A review of the complaint files confirmed that neither of these lot numbers has been reported previously. There are no similar complaints on any lot number. All available info has been placed on file in quality assurance for tracking, trending and follow-up. (B)(4).